Event description:
Info provided states that the iskd lengthener distracted too quickly during treatment. A cast was placed on the pt. Lengthener was removed and replaced with another lengthener. Pt distracted to full length and is doing fine.